Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic of the lens broke upon insertion. The surgeon tried a second attempt to implant the lens and the lens got stuck in the delivery system. The surgery was not completed and the patient was left without a lens implant. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the male patient received a new lens implant four (4) weeks after the initial surgery in the left eye.